Event description:
User experienced high vancomycin results for thirty samples. Two examples were provided. Patient 1, initial result 18.4, repeat 9.5. Patient 2, initial result 32.5, repeat 24.3. No units of measure were provided. The patients received potentially an underdosed vancomycin treatment. No serious adverse events were reported from the customer side. If additional information is received, appropriate notification will be provided.